Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade and pericardial effusion which started accumulating during the echocardiogram. Drainage was carried out due to the tamponade. The patient was unconscious during the drainage, blood pressure decreased, and saturation could not be achieved. After the drainage, the patient's consciousness returned and blood pressure gradually recovered, so the patient was returned to the ward and rested. The cause was believed to be the scratch around the free wall with the delivery catheter when the electrical measurements were poor and recaptured after the first deployment. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.